Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked approximately 18.0 and 71.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that the 6f select has some unknown substance inside the lumen. While attempting to advance a stainless steel mandrel through the hub of the 6f select, the mandrel was only able to be advanced approximately 5.0 cm. The mandrel was then attempted to be advanced through the distal tip of the returned 6f select; however, the stainless steel mandrel got stuck inside the 6f select. The distal tip of the 6f select was damaged by the penumbra investigator while attempting to remove the stuck stainless steel mandrel and the od of the 6f select could not be measured. The 6f select could not be functionally tested for the reported issue. Evaluation of the returned neuron max revealed that the sheath was kinked. This type of damage was likely incidental and may have occurred while packaging the device for return to penumbra. The neuron max could not be functionally tested for the reported issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00083.

Event description:
During preparation for a medical procedure, the physician experienced resistance while attempting to insert a neuron select catheter 6f (6f select) into a neuron max 6f 088 long sheath (neuron max) on the back table; therefore, it was removed. It was reported that the 6f select did not fit into the neuron max. It was also reported that the physician also had difficulty advancing the neuron max through an 8f sheath. The procedure was completed using a new 6f select, the same neuron max and same 8f sheath.